Event description:
A report was received that the patient was unable to charge the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160, sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.